Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having to charge their implant twice a week and the implant only lasted 2 days. The issue began last year or sometime around there. Patient was able to fully charge the implant two days ago, but it would be drained by today, and they could feel when it turned off. Patient also had 'done' their settings but patient didn't feel a difference. Patient felt the pain with or without stimulation and this had also been ongoing since last year. Pt reports having a lot of pain. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also mentioned they were uncomfortable. Patient went to their neurosurgeon or orthopedic doctor, and if they needed pain medications, they would be give tylenol.